Event description:
During routine testing of the device at the service center, the service tech reported the keypad of the monitor was worn. The monitor was originally returned for repair due to an f0a1 error message when the worn keypad was found. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.